Event description:
A hydratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure (pt age, gender and weight unk) in late 2007. According to the complainant, "the cut wire on the hydratome became detached [on one end]." The procedure was completed with another hydratome sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device has not been returned. A device analysis is not available; therfore, the relationship between the device and the event is undetermined. The nov 2007 15-month jagtome sphincterctome prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome sphincterotome prod family is included in the same trend report as the jagtome prod family since both families utilize the same sphincterotome device.